Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 570 mg/dl. The customer¿s blood glucose was 300 and 246 customer¿s current blood glucose value was 307 mg/dl. The customer treated with a manual injections and a pump. Troubleshooting was done for high blood glucose and under delivery. The customer performed high pressure test and it did pass. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.